Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On december 3, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the grasping section was partially missing. The probe was broken off at 15 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed. The proximal side of the tissue pad was worn. The grasping section had a mark contacted with the probe. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The exact cause of the reported adverse event could not be conclusively determined. The above device handling has warned in the instruction manual as follows; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic assisted supracervical hysterectomy (lash), three devices were used. The probe tip of the first device was broken off intraoperatively inside the patient. When the doctor pressed the seal & cut button, the probe broke. The user exchanged the first device for the second device. Probe damage error occurred. The intended procedure was completed with the third device. The fragment of the first device could not be found with an x-ray and ultrasound. The fragment was found afterward via CT. For that reason, the second surgery was planned and the fragment could be found during the second surgery. The patient was suffered from a compartment syndrome due to the extension of the first surgery time. The patient has been in the hospital for about 1 month due to the second scheduled surgery and the compartment syndrome that has been developed. This is the report on the first device.